Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient. The physician was putting the 21mm device into the was. As the device was being inserted the sheath moved and went through the back wall of the appendage. This resulted in a pericardial effusion with tamponade. The physician performed a pericardiocentesis. With the sheath through the wall and with the pericardiocentesis not being able to control the effusion it was decided to send the patient to surgery. During surgery the surgeon went to clip the appendage and it came apart and the hole became bigger. A patch was placed over the hole in the appendage. The was and the device were removed surgically. The patient was stable in intensive care unit following surgery. The patient was re-intubated for respiratory issues only no cardiac issues.

Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient. The physician was putting the 21mm device into the was. As the device was being inserted the sheath moved and went through the back wall of the appendage. This resulted in a pericardial effusion with tamponade. The physician performed a pericardiocentesis. With the sheath through the wall and with the pericardiocentesis not being able to control the effusion it was decided to send the patient to surgery. During surgery the surgeon went to clip the appendage and it came apart and the hole became bigger. A patch was placed over the hole in the appendage. The was and the device were removed surgically. The patient was stable in intensive care unit following surgery. The patient was re-intubated for respiratory issues only no cardiac issues. It was further reported that the patient was terminally extubated on (B)(6) 2019 due to the respiratory issues. The patient had chronic obstructive pulmonary disease (copd).